Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the blue fiber cable was not fully seated into the surgeon side console (ssc). After using compressed air to blow out the blue fiber connections and re seating the fiber cable, the system powered on without issue. The system was verified as ready to use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer was unable to see out of the right eye. The technical support engineer (tse) explained that the issue may be related to a blue fiber cable that was not fully seated, or a dirty blue fiber cable. Further troubleshooting was not performed. The procedure was converted to open surgery.